Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) of over 600 mg/dl and trace ketones. A manual injection was administered and customer delivered a bolus to address bg/ketones. Recommendation was made to consult with healthcare provider regarding diabetes management.